Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, sepsis, cardiac arrest, and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. A do not resuscitate (dnr) order was in place prior to hospitalization. There were no alarms associated the event. According to the center, the pump functioned as intended and the patient's outcome was not considered to be device or therapy-related. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists sepsis, and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30 sep 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure; sepsis; cardiac arrest. It was decided by patient and family to complete a do not resuscitate order for the patient prior to hospitalization.